Event description:
The following information was provided by the initial reporter: it was reported that the device had cassette locking mechanism issue. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: degraded downstream occlusion (dso) sensor.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in good physical condition. Visual inspection performed. Found sticky lock that could not lock properly, cracked front/rear cover, and degraded downstream occlusion (dso) sensor. The customer's reported problem was confirmed. However, "cassette latch/lock mechanism problem" is not considered a reportable event. The degraded dso sensor is considered a reportable event. The dso sensor was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.